Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, resistance was felt when pushing the lever down and moving the foot to its original position. Several unsuccessful attempts were made to return the foot to its original position. The device could not be removed from the patient anatomy and a cutdown procedure was performed to remove the device from the patient anatomy. Hemostasis was surgically achieved. It was reported there was no damage to the foot and the suture knot was existing. There was no reported adverse patient sequela. There was a clinically significant delay of 3 hours caused by the device. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found both cuffs were still attached to the link and respective needle tips. The whole monofilament was returned loose with a knot formed. The suture loop/bight was cut. During the investigation of the device, the lever was activated several times and the foot deployed and parked without a problem. There was no abnormal observation found on the returned device that could have contributed to the reported event. Based on the investigation findings, the device was deployed successfully and performed according to specifications; therefore the cause could not be determined. There was no manufacturing or quality deficiency detected that could have contributed to the reported event. During the manufacture, the device was inspected and verified that the foot operates smoothly and is flush within the guide when the lever is activated. In process testing to verify function and quality of the lot, met specifications. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.